Manufacturer narrative:
Unable to prime unit during priming test due to protruded drive support disk. No a33 alarms were noted. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window and broken reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump might have a delivery anomaly after they attempted to bolus. Customer states that they visually inspected the device and found the piston would not stop during the priming process. Also, the device would not alarm or display a warning on the screen. Customer's blood glucose level was 211 mg/dl at time of reporting. Nothing further reported.